Event description:
It was reported that the customer had a low blood glucose level. Customer's blood glucose level was 22 mg/dl. Customer declined trouble shooting and stated she is working with her health care provider. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.